Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body stent graft was positioned and deployed as expected. Upon polymer fill of the aortic body stent graft, the polymer syringe was observed to have emptied indicating a potential intravascular leak of polymer, and the patient experienced hypotension. The patient was treated for a hypersensitive reaction per the IFU and was stabilized. The aneurysm was successfully excluded at the conclusion of the implant procedure. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
The most likely cause of the fluid leak and polymer exposure with complete emptying of the polymer syringe was likely due to a compromise in the integrity of the aortic body stent graft fill channels and/or mating junction of the delivery system to the stent graft; however, this could not be definitively confirmed. Based on a review of the returned delivery system, all catheter chassis components appeared intact with no evidence of damage that would indicate a source for the leak. Based on the clinical assessment for this event, it was noted that during the implant procedure there was difficulty advancing guidewires and cannulating the contralateral gate. The patient was reported to have experienced transient hypotension/shock post polymer fill and was treated per the device IFU for a hypersensitivity reaction. It was noted that the patient was discharged on post-operative day three (3); however, the patient was in acute renal failure and post-operative arrhythmia and will be referred to a nephrologist. The cause of the acute renal failure and the post operative arrhythmia could not be determined due to lack of medical information surrounding the subsequent vascular and nephrology surveillance. There were no anatomy-related and/or off label product use conditions identified. Associated clinical harms for this event included: transient hypotension and a residual intraoperative type ia endoleak. The most likely cause of residual type ia endoleak was likely related to insufficient polymer within the stent graft due to the empting of the polymer syringe during fill. As of the date of this report there have been no additional patient sequelae reported and the patient will continue to be monitored. A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture.